Event description:
It was reported that the vns patient passed away. The physician's office did not know any details surrounding the death as the patient had not been seen for several months prior to death. The cause of death is unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.